Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to have a scratched lcd lens, damaged remote dose cord connector, and the dso seal was observed to be coming off. The event history log showed multiple ?cassette not attached' alarms. Functional tests were conducted. Upon review, the reported problem was duplicated. It was determined that the defective dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not recognize the cassette attached and continuously displayed cassette not attached properly. It is unknown if there was patient involvement, no adverse patient effects were reported.